Event description:
This sheath was used during an implant procedure on (B)(6)2018. It got kinked due to the patient's tortuous vessel. The physician was dr.(B)(6) at (B)(6)hospital. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).